Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet connector would not lock into place when a cartridge was inserted, although the connector attached normally without a cartridge; visual inspection with a light revealed a shiny object in the cartridge chamber, and after attempts to remove the debris, the cartridge and connector subsequently seated and locked as intended. Symptoms included no adverse health effects. Outcomes included no clinical impact and no need for medical intervention. Investigation included troubleshooting steps to confirm rewind completion, use of multiple cartridges and connectors, and visual inspection of the cartridge chamber followed by attempted debris removal. Investigation of this case revealed transient obstruction from foreign material within the cartridge chamber that impeded the connector¿s locking function, which resolved after the debris was displaced. It was concluded, based on previously established findings for similar reports, that the cause was mechanical interference due to foreign material.